Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Electrical insulation between conductor wires 1-4 and the thermocouple wires revealed multiple short circuits. The redel connector was opened and saline was noted within the connector. The multiple shorts were determined to be due to the evidence of backflow into the redel connector. Further investigation revealed the irrigation luer appeared to be damaged; a small gap was noted between the cured adhesive and inner irrigation tubing.

Event description:
This report is to advise of an event observed during analysis confirming short circuits and damage to the luer lock of the catheter.